Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact width was below specification. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the battery cap contact width was below specifications, and the battery cap contact height was above specifications. Visual inspection revealed that the battery cap threads were stripped and the battery cap ¿coin slot¿ was damaged. Unrelated to the battery cap contact issue, investigation also revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).